Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the up pulley wire fluid damage, the right pulley wire fluid damage, the lcb (light carrying bundle) broken, the objective lens broken, the light guide cable compressed (short in length), the down pulley wire stretched, the angle wire play, the mechanical base plate corroded, the air nozzle missing, the nozzle gluing missing, the segment steel braid deformed, the air tube leak, the remote control buttons leak, the remote control buttons cut, the lcb distal cover glass scratched, the water tube dirty, the lg prong top dirty, the bending rubber worn out, the distal body worn out, the down pulley wire rupture, the up pulley wire rupture, the left pulley wire rupture, the right pulley wire rupture, and the light guide cable dented; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).